Event description:
This is a report of a patient who failed to follow therapy steps further specified a patient connected to the patient line before the prime phase was completed. The patient ended therapy and planned to restart therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). This complaint is for a report of a use error, where the patient a patient connected to the patient line before the prime phase was completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. Section ¿warnings and cautions¿ warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. Section ¿prepare for therapy¿ warns the user that connecting yourself before "connect yourself" can cause air to be delivered to the peritoneal cavity. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.